Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, erosion, painful intercourse, the need for further surgery, and naturally resulting sequelae. No further information has been provided.